Event description:
The covidien filterline h set that connects to the philips etco2 monitor came apart on its own while connected to a patient and the spring and other misc parts made their way into the patient's trach tubing.======================manufacturer response for filterline - tubing set - etco2 measurement, filterline h set (per site reporter).======================waiting on response.